Manufacturer narrative:
(B)(4). Batch # t92z8h. Additional information was requested, and the following was obtained: the device did not ligate properly. Was the clip malformed? Did the clip fall off the tissue? Response: unfortunately I was not provided any more information. Device analysis: the analysis results found that the el5ml device was received without the tissue stop. In addition, the tyvek was returned along with the instrument. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. In addition, 6 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot t92z8h number, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch t92z8h number, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, el5ml did not properly ligate. There was no injury to the patient and the case was successfully completed with another device from a different lot number.